Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that an oasys blocker construct failed post-operatively as seen on x- ray imaging. Revision surgery has not been reported. This record represents part 2 of 5.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, lateral x-ray images were provided. It can be seen that three blockers on the left hand side have migrated out of the tulips of their respective screws. The blocker of superior most screw, on the left hand side, appears to be loosened and no longer captures the rod. The screw implanted adjacent to the superior most screw has migrated, still connected to the rod. The blocker of this screw appears to be loosened as well. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. As these implants remain in the patient, a conclusive root cause could not be established as further inspection could not take place. Some of the possible root causes are below: the blocker(s) may not have been tightened to the recommended 3nm; the audible click of the disposable audible torque wrench could have been overlooked. The migration of the blocker(s) would compromise the capture of the rod. The unfastened rod could have placed excessive force on adjacent levels in the construct which could have lead to successive migration/loosening of blockers and screw. The rod on the left side of the oasys construct may not have been properly seated in the tulips of the implanted screws, causing instability in the construct and successive migration/loosening upon post-op movement.

Event description:
A physician reported that an oasys blocker failed post-operatively as seen on x-ray imaging. The blocker disengaged from its respective screws. No revision is planned at this time. This record represents blocker 2 of 5.